Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Additionally, customer alleged the pump was not delivering the correct doses. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.